Event description:
Additional information indicated that the monitoring voltage was 2.68 volts and charge time measurements were 20 seconds.

Manufacturer narrative:
This device is currently undergoing analysis. Upon completion of analysis, this report will be updated.

Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) triggered elective replacement indicator (eri). The physician indicated he believed that the device depleted prematurely. No adverse patient effects were reported.

Manufacturer narrative:
A review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eri was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance. This issue is discussed in the q2 2010 product performance report.

Manufacturer narrative:
Our records indicate that this device remains implanted. If additional information is received, this report will be updated.

Event description:
The device was explanted and returned for analysis.